Event description:
It was reported that after a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, error 23022 occurred on universal surgical manipulator (usm) 3. The tse reviewed the logs and found error 23022 pointing to set up joint (suj) 3 and 22028 pointing to usm 4. The tse had the customer perform a forced system restart, but the issue was not resolved. The procedure was completed with no reported injury. Isi followed up with the tse and obtained the following additional information: the issue could not be resolved during troubleshooting with the tse. Therefore, field service engineer (fse) follow up was scheduled. The usm arm was unusable due to the recurring error.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed error 23022 and 22028 and replaced universal surgical manipulator (usm) 3 and 4 to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.